Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found system errors in the programmer error log. Analysis also found the programmer locks up at the hour glass and will not boot up. Concomitant product: r2290 analyzer. (B)(4).

Event description:
It was reported that the programmer exhibited a serious error message at boot up and a black screen after an interrogation. The programmer was cycle powered 3 times, but the issue remained. The programmer has been returned for repair. No patient complications have been reported as a result of this event.